Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the top of the reservoir compartment had crack and would not hold the reservoir. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion and occlusion test due to the broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart error, rewind, displacement, prime, excessive no delivery and self tests. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a missing o-ring on the reservoir tube.